Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's audiologist called in 2008, to report that during a routine appointment it appeared that the device has malfunctioned. She tried testing several times and even pushed on the coil. She swapped out the dib coil for a back-up one and was using the appropriate coil for a c40+ device. The patient's parents said he is not a good reporter and they only notice subtle changes with or without his implant - he has other confounding disabilities and he is not able to report if his implant is working or not, or if he is experiencing pain. The only thing they have noticed recently is that he is more 'interested' in his implanted ear. They did not elaborate. The patient's previous records showed a few sc-a channels and a few increasing impedance signs. The patient's audiologist will be referring the patient to the surgeon for further medical examination.